Event description:
There were two incidents of burns, discovered after surgery (3/21/97 and 4/17/97). The first incident occurred when the retractor and light cord were separated and left on the pt inadvertently. In the second incident, the connection between the retractor and the light cord became very hot and caused a half a centimeter burn on the pt. According to the rptr, the connection should not get hot. Both pts were treated with ointment and bandage. No scarring occurred.

Event description:
There were two incidents of burns, discovered after surgery. The first incident occurred when the retractor and light cord were separated and left on the pt inadvertently. In the second incident, the connection between the retractor and the light cord became very hot and caused a half a centimeter burn on the pt. According to the rptr, connection showed hot get hot. Both pts were treated with ointment and band-aid. No scarring occurred.